Event description:
As going to intermediate position, driving to trajectory "rplmt", screen showed blank pop-up where vigilance device image and text should be. Rosa software froze, arm would not move, the clinical representative (cr) upwards of 3 minutes with no change of software behavior, upon which rosanna software was shut down, full robot shutdown and restart. Delay of 10 minutes, seeg procedure, first incision had been made, case was completed successfully after full shutdown and restart with recurrence of error.

Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event: the blank popup and the freeze of the software were due to the overlapping of two commands, a cooperative slow mode and an automatic movement. This software anomaly will be addressed through our design issues management process. Corrected data: - b4 date of this report, - g4 date received by manufacturer , - h2 if follow-up, what type, - h3 device evaluated by manufacturer, - h6 event problem and evaluation codes, - h10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
As going to intermediate position, driving to trajectory "rplmt", screen showed blank pop-up where vigilance device image and text should be. Rosa software froze, arm would not move, the clinical representative (cr) upwards of 3 minutes with no change of software behavior, upon which rosanna software was shut down, full robot shutdown and restart. Delay of 10 minutes, seeg procedure, first incision had been made, case was completed successfully after full shutdown, and restart with recurrence of error.